Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.

Event description:
The patient presented to the clinic and high thresholds were observed. X-ray revealed lead dislodgement. The lead was explanted when an attempt to reposition the lead was unsuccessful.